Event description:
Boston scientific received information that one day post implant this lead exhibited oversensing which lead to pacing inhibition for greater than 2 seconds of asystole. As a result the lead was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.